Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-13804. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited noise over-sensing on the right ventricular channel. The source of the noise was unknown and the over-sensing occasionally caused delays in pacing. Programming changes were made; the patient would continue to be monitored. The patient was in stable condition.